Event description:
It was reported that the insulin pump alarmed motor error and another error while the customer was sitting in the car. The blood glucose reading was 195 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a constant a48 alarm noted during power up due to software error. Unable to confirm motor error alarm and a58 alarm due to a48 alarm. However, the motor tested ok. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, missing end cap sticker and cracked case near the display window corners noted during our visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.